Event description:
It was reported by the father that the item collapsed and his daughter fell on the floor and may have bruised her shoulder.

Manufacturer narrative:
The client may not have been properly supervised.